Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi. The returned instrument was evaluated and found that the outer tube assembly is damaged at the jaw end and the jaws are loose and misaligned to each other and the jaw pivot pin is pushed thru one side of the outer tube assembly thus making this instrument unusable in its current condition. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that during a laparoscopic cholecystectomy, there was a cracking sound at ligation, the clip ligated successfully. When the user took the applier out of the patient's body the tip of the jaws was found bent. Therefore, it was replaced with another applier to continue the operation. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy, there was a cracking sound at ligation, the clip ligated successfully. When the user took the applier out of the patient's body the tip of the jaws was found bent. Therefore, it was replaced with another applier to continue the operation. No clip fell/remained in the patient.